Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load multiple cartridges. Reportedly, the cartridges were filled with 250 units of insulin. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer had insulin injections available as alternate insulin therapy.